Event description:
It was reported by the customer that on (B)(6) 2010 the fiber broke and separated at the hub at 81,938 joules. No patient injury was reported. The device was not returned for evaluation.